Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient stated that the stimulator was randomly turning on and off. The patient complained that it was uncomfortable. Impedances, programs and usage were checked. The patient stated the stimulator turned off when he sat forward, but was not actually off during that time. Impedances were all within normal limits when checked, except 0, which had high impedances but that electrode was not used when patient was programmed. It was reported the patient was reprogrammed with fewer electrodes and increased the ramp up to 8 seconds when turned on. Issue was reported to be resolved at this time. No further complications were reported/anticipated.